Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that could not be interrogated. It was noted that the device was past the elective replacement indicator. It was believed that the device prematurely depleted. The device was explanted and replaced. The patient was doing well.